Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
It was reported the patient was administered a topical steroid due to an infection at the abutment site. Subsequently, the abutment was removed on (B)(6) 2018.